Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) and a cartridge change error occurred. Customer changed the cartridge and the cartridge error reoccurred. At the time of the report, customer declined tandem technical support's offer to troubleshoot. Upon follow up, customer reported that after meeting with a trainer, customer stated that the air removal step had been performed incorrectly. Customer was able to load a cartridge and resume insulin successfully.